Event description:
The ventricular assist device (vad) and the driveline cover were returned to the manufacturer after routine transplant. Manufacturer's analysis subsequently revealed a mechanical problem and material and/or chemical problem was identified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. A supplemental report is being submitted for device evaluation. Product event summary: and the associated driveline boot cover (lot no. R017019) was returned for evaluation. No device malfunction was reported against the associated driveline boot cover; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. A review of the driveline boot cover's inspection documentation confirmed that the associated device met all requirements for release. There was no evidence that the driveline boot cover had previously been serviced. Review of log files was not performed since log files were not available for analysis. Failure analysis of the returned driveline boot cover revealed that the device passed functional testing. Dimensional verification revealed that the driveline cover¿s dimension b did not pass the go-gage pin gages, indicating that the driveline cover was shrunken. Additionally, visual inspection revealed discoloration around the edges of the driveline cover and foreign material within the driveline cover. The most likely root cause of the observed foreign material within the driveline cover. Based on historical review of similar events and the investigation conducted, a possible root cause of the observed shrunken driveline boot cover can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.